Event description:
It was reported that there was a lead warning for low impedances on the right atrial (ra) lead, and an insulation breach was possible. It was also reported that there was oversensing when programmed unipolar and the patient can feel unipolar pacing, therefore the lead was left in bipolar pacing and sensing. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead (B)(6) 1999. (B)(4).